Event description:
High impedance measurements were noted for this lead. The pt is scheduled for a normal device change-out some time in the future and the lead issue will be further evaluated at this time. All records indicate this lead remains actively implanted. Should add'l info become available, this event will be updated.